Event description:
Patient's mother contacted dexcom technical support via email on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Dexcom contacted the patient's mother and she reported the system was working fine. At the time of contact with dexcom technical support, there was no report of any medical intervention or injuries.